Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that on (B)(6) 2011 at approximately 2:00 pm her blood glucose was elevated (value not provided) and she was unconscious for a short time. She injected insulin via syringe. On (B)(6) 2011 at 10:00pm she went to bed and on (B)(6) 2011 at 4:00am she experienced a hypoglycemic coma (blood glucose was not tested). Her husband injected her with glucose. One hour later, her blood glucose measured 76 mg/dl. She believes the infusion device delivers too much insulin. Her normal blood glucose level is 120 mg/dl. No further information is available. The infusion device was replaced and requested to be returned for evaluation.